Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the pediatric patient experienced inaccurate cgm values. The cgm reading was 40 mg/dl and the bg reading was 500 mg/dl. The patient vomited after his mother treated him with 11 units of humalog insulin at around 8:15 am and patient drank water at 11:00am patient but vomited again. The parent treated again with 10 units of humalog but patient was still vomiting. The parent took the patient to the hospital at around 1:00 pm. There the patient was treated with IV 1 bag of sodium chloride. After the treatment the patient was stable and discharged 5:00 pm with a bg reading of 156 mg/dl. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.